Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿ 50ml concentric luer lock syringe there were particles of the rubber stopper were found in the syringe barrel. There was no report of injury or medical intervention.

Manufacturer narrative:
It has been received 1 used sample of 50ll without blister filled of naropin connected to a needle and 1 picture. On visual inspection of the sample and picture received, no particle or foreign matter can be observed inside the syringe or floating in the drug. DHR of lot 1708213 has been reviewed not finding any annotation or deviation regarding the alleged defect. Sample received is observed at 10x not observing any foreign matter o particle form stopper inside the syringe. Syringe is empty and no foreign matter can be observed in the drug extracted neither inside the syringe or barrel walls. Stopper is disassembled and observed at 10x not observing any particle. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Since no particle or foreign matter can be observed in the sample received, the complaint cannot be confirmed and the root cause of the alleged defect cannot be determined. No CAPA is required at this time.